Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - it was reported that a patient underwent a removal of a benign ovarian mass and a barbed suture was used. She was seen at two weeks for post operative staple removal. After the staple removal she experienced a complete wound dehiscence. During the reoperation the surgeon noted that the suture appeared to be lying free in the abdomen with the exception of the fixation tabs which were intact and remained in the tissue. The suture may have been broken in one to two places.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The patient experienced a wound dehiscence approximately 2 weeks post operative.